Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's orders were not crossing station 1. The technical support specialist (tss) dialed into station, accessed the data synchronization settings, checked logs and verified the sync upload status. The service database synchronization services were stopped, and upon investigation, it was discovered that the station server dispensing maintenance (svc) was missing, resulting in a synchronization error. Further review showed that the device was running version 1.7.4, while the server was on 1.8. The tss confirmed that the station was scheduled for an upgrade, which could resolve the issue. The customer later confirmed that the patient was now visible in the station and approved the case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patient order was failed to cross the station 1. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.